Manufacturer narrative:
The device is not available.

Event description:
It was reported that during acoma (anterior communicating artery) aneurysm sized 4.2*5.1 millimeters, the stent (subject device) was prepared to go into the microcatheter but it was stuck at the proximal of the microcatheter and could not be advanced. The operator withdrew the stent (subject device) and found it was broken into two pieces. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during acoma (anterior communicating artery) aneurysm sized 4.2*5.1 millimeters, the stent (subject device) was prepared to go into the microcatheter but it was stuck at the proximal of the microcatheter and could not be advanced. The operator withdrew the stent (subject device) and found it was broken into two pieces. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker- updated d9 returned to manufacturer on- updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was seen to be broken/fractured. The sdw (stent delivery wire) was seen to be kinked. The stent was seen to be deformed. The introducer sheath was returned and found to be intact. Functional inspection was not carried out as the stent was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent broken/fractured during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was the device was prepared as per the dfu, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The stent was returned and found to be deformed and broken/fractured. The sdw was returned and found to be kinked and the introducer sheath was returned and was found to be intact. It¿s likely when the reported resistance was felt while attempting to transfer the stent through the catheter during the procedure manipulation of the device would have caused the damage noted to the device during analysis. The reported events of stent broken/fractured during use and stent difficult/unable to advance or pullback through catheter as well as the analysed defects stent broken/fractured during use, sdw kinked/bent and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.